Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. It was reported a patient went to the dr and had my knee x-ray and it was reported that the replacement had came loose. The patient had to have a knee replaced again.

Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: due to the circumstance that we did not receive any devices, or further information, it is not possible to determine a conclusion or root cause for the failure. Rational: according to the quality standard and DHR files a material defect or production error can be excluded. Unfortunately due to a lack of information, and without the product, we can not determine the exact cause of the failure. Corrective action: product safety case (B)(4). Any action regarding CAPA will be addresses with this case.